Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacture for evaluation. Part not received for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the scan was missing about 5mm of data on hd scan. The image quality was very sharpened, and the standard exposure was producing better scan quality than the hd scan. No patient was present at the time of the event.